Event description:
It was reported that prior to the start of a surgical procedure, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor and rotor assemblies. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced and additional preventative maintenance was also performed. The drill was repaired and returned to the customer.